Event description:
It was reported that during a stenting treatment procedure, the stent got explanted. The 99% stenosed target lesion was located in the severely tortuous left anterior descending (lad) artery. Two guide wires (luge and non-bsc) were advanced to the lad and diagonal. The target lesion was predilated with a 2.0x12mm non-bsc balloon. Next, a 12x2.25mm taxus liberte stent delivery system (sds) was advanced to the lad and the stent was deployed without difficulty at 12atms/unknown sec. After deploying the stent, the guide wires were removed without difficulty and it was noted that the stent became explanted. The stent was found in the y-adaptor, outside the patient. To complete the procedure, a kinetix guide wire was advanced to the lesion. A 2.5x15mm non-bsc stent was deployed in the lad. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent was returned detached from the delivery device. There was no damage to the stent delivery system (sds). The balloon was loosely folded, consistent with a device that was exposed to positive (inflation) pressure. There were stent strut impressions on the surface of the balloon, centered between the markerbands. The strut impressions on the balloon confirmed that the stent was appropriately positioned and secured to the sds in manufacturing. The received stent was stretched to an overall length of 33 mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent got explanted. The 99% stenosed target lesion was located in the severely tortuous left anterior descending (lad) artery. Two guide wires (luge and non-bsc) were advanced to the lad and diagonal. The target lesion was predilated with a 2.0x12mm non-bsc balloon. Next, a 12x2.25mm taxus liberte stent delivery system (sds) was advanced to the lad and the stent was deployed without difficulty at 12atms/unknown sec. After deploying the stent, the guide wires were removed without difficulty and it was noted that the stent became explanted. The stent was found in the y-adaptor, outside the patient. To complete the procedure, a kinetix guide wire was advanced to the lesion. A 2.5x15mm non-bsc stent was deployed in the lad. No additional patient complications were reported and the patient's status is fine.